Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed insulin flow blocked during basals and pump over delivery that led to a low incident. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer used food to treat the low. The customer did a 10 and 5 unit fill from a reservoir with 100 units and was left with only 78 units. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer reported a sensor that fell out as it was accidentally brushed off by their clothes. The customer also reported a change sensor alarm. The insulin pump and sensor will be returned for analysis.